Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 534 mg/dl. Customer delivered a correction bolus to address bg level. During troubleshooting with tandem technical support, cartridge air bubbles were observed in the infusion set tubing. Reportedly, the customer primed the infusion set tubing to address the issue. Additionally, it was reported that the customer did not bolus when they were suppose to. Also, the pump supplies were in use for over 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made to consult with a healthcare provider to discuss diabetes management.